Event description:
A baxter service technician reported finding a colleague infusion pump with a channel b select key that will not respond. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of "a channel b select key that will not respond" was found and confirmed during product evaluation. Inspection of this pump revealed the condition was caused by defective pump head module (phm) keypad. To correct this condition, the phm keypad was replaced on channel b. The pump was retested and returned to the customer within specification. This issue is currently being investigated.